Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for routine follow-up, loss of sensing was observed on the atrial lead. No intervention was performed. The patient was asymptomatic and will continued to be monitored.